Event description:
Xia 3 torque wrench tip broke off during final tightening inside the patient. There was no delay in surgery and the broken tip was removed from the patient.

Event description:
Xia 3 torque wrench tip broke off during final tightening inside the patient. There was no delay in surgery and the broken tip was removed from the patient.

Manufacturer narrative:
At reception of the involved xia 3 torque wrench, the reported event was confirmed. Based on extended investigation conducted on this issue a non-conformance report was initiated.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.